Manufacturer narrative:
Device #1 - proglide (part# 12673-05; lot# 62153-6h), is being filed under separate medwatch 2953144-2008-01020. The device was received. Investigation is not yet completed.

Event description:
Device malfunction: cuff miss (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after the needle plunger was pulled out no suture was captured by the needle. The device was removed and a second proglide was attempted. When the physician pulled the needle plunger only the white link suture was captured. The device was removed and hemostasis was achieved using a third proglide. There were no reported adverse pt effects. No additional info was provided.